Event description:
It was reported that a PICC (peripherally inserted central catheter) clotted while in use with a spectrum pump. This event occurred in the nicu (neonatal intensive care unit) and is an ongoing issue at this hosp. The clotting occurred while infusing d10 normal saline with heparin (1 unit/ml) at a rate of 1ml/hr. It is unclear as to whether or not the pump alarmed for downstream occlusion when the PICC clotted. The pumps were originally waist high, with the IV line running over the top of the cribs, but they have raised their pumps in an attempt to prevent clotting. The set was in the pump for at least 12 hrs prior to clotting and there is "a lot" of tubing looping downstream of the device. The PICC had to be re-inserted into the pt, but the customer stated there was no injury or medical intervention needed.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.